Event description:
It was reported that insulin pump alarmed threshold suspend. However customer stated that she is not having low blood glucose. Customer reported blood at site few weeks ago; the needle got stuck in the serter. Troubleshooting was done. After the troubleshooting, customer stated the sensor was fully inserted and the site is comfortable. Advised the customer to monitor the issue and call if problems persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.